Manufacturer narrative:
Documentation from the event was collected and is currently under review.

Event description:
A customer reported that the panorama central station with telepack failed to alarm for an arrhythmia event. No pt injury was reported.